Event description:
These 6.25mm malyugin rings were deployed, and the ring was twisted, so it would not hold the iris open. Two rings touched a patient, the other three were checked before reaching the patient.